Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after underwent a bhr-tha right hip on (B)(6) 2009 due to bilateral osteoarthritis. Patient complained of right hip pain for four years, insidious onset on and off and aggravated on walking. Activities of daily living were affected. After this, patient experienced metallosis from metal-on-metal tha. Patient's cobalt was high at 16 and recommended upper limit is 10. The patient was unable to participate in some activities of daily living due to pain and decreased rom. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which surgeon converted to total hip replacement arthroplasty. There was mild black staining of the joint fluid. The tissue was also mildly stained. There was black staining in the head from the trunnion. All of the tissues inside the joint were mildly stained black from metallosis. The femoral trunnion was inspected and have some mild staining black which brings up the possibility that the metallosis was caused by trunnionosis. There was black staining around the proximal stem. The patient was then successfully awakened, transported to the recovery room in stable condition. There were no operative or immediate postoperative complications.